Event description:
It was reported that a clinical study patient experienced a right intraparenchymal hemorrhage around the dbs lead which was determined by a head CT scan. The patient's symptoms were drowsiness, left facial droop and left sided extremity weakness. The patient was hospitalized and is recovering. The event was deemed to be possibly related to the implant procedure and the device.